Event description:
It was reported the patient experienced pocket heating and pain at the ipg site while charging. As a result, the patient was sent a replacement charger. Follow-up identified the issue persists with the replacement charger. The patient stated the heat radiates up her back from the ipg site while charging and the heat intensity is stronger at particular battery capacities. The patient was advised to charge at five minute sessions with a 30 minute break in between sessions. The patient described the heating as "uncomfortable to bear" after five minutes of charging. Additionally, the patient stated it was difficult to maintain communication with the ipg using the replacement charger. The patient will consult with the physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.